Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion, downstream occlusion and air-in-line in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed uso" was not reproduced. The device was sent for ultrasonic sensor upstream occlusion test and returned with passing result. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, as a precaution the ultrasonic sensor calibrated. During functional testing, the reported problem "failed dso " was not reproduced. The device was sent for downstream occlusion test and returned with passing result. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, as a precaution the force sensor no tube and force sensor scale factor calibration performed. During functional testing, the reported problem "failed al" was not reproduced. The device was sent for ultrasonic sensor air test and returned with passing result. A review of the event history log revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, the ultrasonic sensor calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.